Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu, system interface board, and right monitor were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was no image on the monitor at boot up. No pt injury was reported.